Event description:
It was reported that the tubing of this artificial urinary sphincter eroded resulting in infection. Therefore, the patient underwent surgery to remove the device. There were no further patient complications.